Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. Architect immuno-mcc l lot#:95290; axsym ca 125 assay lot#:57069lf00; architect tmrmk-mcc l lot#:95290; axsym ca 125 control lot#:53126lu03. To investigate the customer's concern, investigational testing was performed using retained samples of reagent kit. In-house serum based panels (which mimic patient samples) targeted at 7 u/ml for the low panel and 38.9 u/ml for the medium panel were tested. These panels were used to evaluate reagent lots at product release testing and were used because they bracket the value of the aberrant results reported by the customer and the medical decision point for the assay. Calibration curves were generated using master calibrators 1 and 2 and reagent kit 56102lf00 on each of two axsym instruments. One replicate of each level of axsym ca 125 controls were tested to assess the validity of the calibration curves. All calibration curves were valid and all controls returned within specification results. Four replicates of the low and medium panels were tested over the two instruments. Results for each individual replicate and the mean results were assessed against abbott in-house specification ranges and returned passing results for both reagent lots. Data generated by abbott's quality control laboratory prior to approving this lot of reagents for sale was reviewed. No anomalies were reported and all kit release specifications were met. The results obtained for the low and medium panels with each of these reagent kits showed that a shift was observed for the medium panel between reagent lots 56102lf00 and 57069lf00 which is still within manufacturing specifications. This shift resulted from normal manufacturing variability between reagent lots. Both lots were well within manufacturing specifications and the variation observed is acceptable and within expected values. The total coefficient of variability for reagents released in 2007 was analyzed. The data set analyzed consisted of 12 recent lots of axsym ca 125 reagents released during 2007 and includes the lots listed in this complaint. The coefficient of variation across this time period for the 12 lots analyzed is equal to 9.07% for the low panel and 6.47% for the medium panel. This indicates that lot to lot variability over the year was within expected values. A review of complaint reports registered to-date, in order to determine if other customers have experienced a similar issue to that observed by the customer, showed no adverse trend and no increase in the number of complaints. The investigation determined that there is no stability issue associated with these reagent lots which might impact patient results. Both lots 56102lf00 and 57069lf00 continue to meet all in-house performance and package insert specifications. This is a final report.

Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated that false positive axsym ca 125 results were generated on a female patient surgically treated 15 years ago for a nonspecific carcinoma. Results of 58.1 u/ml (2007), 54.3 u/ml (2007) and 59.07 u/ml (five months later) were generated using reagent lot 56102lf00. The sample from 07/12/07 retested at 27.61 u/ml using reagent lot 57069lf00. The sample from the same day was tested at three different laboratories using the architect ca 125 method and two alternate methods. The results were 4.8 u/ml, 6.7 u/ml and 7.1 u/ml respectively.